Event description:
The customer reported that the insulin pump alarmed motor error and no delivery after customer cleared the alarm. Customer's blood glucose was 425 mg/dl. Customer will treat with syringe. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No motor error alarm was noted. The motor was tested outside of the device and failed the high current test due to a high current draw. No cosmetic damage was noted.